Event description:
It was reported that, during a v.a.t.s. Lobectomy procedure, the blade of the gun would not cut the tissue completely. There was no adverse pt consequence.

Manufacturer narrative:
Eval summary: device a was returned with the knife exposed, otherwise in good visual condition and loaded with a 1/2 partially fired cartridge that was noted to be in good visual condition and with the lockout in the normal condition. No functional test could be performed as the firing mechanism was noted to be damaged. When disassembled, the left shroud pinion axle support was damaged, there were no other anomalies. Device b was returned with the knife exposed into the channel, otherwise in good visual condition and with no cartridge loaded. No functional test could be performed as the firing mechanism was noted to be damaged. When disassembled, two firing trigger teeth and the left shroud pinion axle support were damaged.